Event description:
During deployment, it was reported that the user was unable to get pads connected.

Manufacturer narrative:
(B)(4). Method: device internal memory and ECG were reviewed. Conclusion: user misinterpreted voice prompts, the user never plugged in a pads connector. Labeling and voice prompts are provided to guide the user overcome pads connectivity issues. Pt outcome is unk.